Event description:
It was reported that the fold down mechanism is not staying engaged on the solara3g wheel chair. It will release when the customer is being pushed. The customer has only had the chair about a month and it has been doing this since they received it.